Event description:
Right knee inflammation [arthritis]. Right knee edema [edema peripheral]. Right knee effusion [joint effusion]. Right knee pain [arthralgia]. Case description: licensee-spont report received on (B)(6) 2001, from a physician via a company representative regarding a (B)(6) female patient, initials (B)(6), with a relevant medical history of knee osteochondritis and a previous treatment course with synvisc 1 year prior. The patient received the first synvisc injection into the right knee on (B)(6) 2010. On (B)(6) 2010, 12 hours after receiving the synvisc injection, the patient presented with pain, inflammation, edema, and joint effusion in the injected (right) knee. As treatment for the event, arthrocentesis was performed 5 days later and 50 cc fluid were withdrawn. Rest and an nsaid (nonsteroidal anti-inflammatory drug) were also recommended. The intensity of the events was assessed as severe. The outcome was reported as "temporal" (temporary) disability. Although the patient outcome was improving, the adverse events were ongoing at the time of the report. The physician assessed the events as definitely related to synvisc. Concomitant medications reported included: glucosamine for osteochondritis. No further information was provided. See manufacturer's control numbers: (B)(4) for other adverse event(s) from this reporter. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.